Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the right ventricular (rv) lead was repositioned approximately 6 times and the pacing impedance measurements were low at 210 ohms to 265 ohms. The physician was uncomfortable with the impedance values; therefore, the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.